Event description:
Customer reported an erroneous eosinophil count of 37.5% on the automated differential using a coulter lh 750 hematology analyzer. The instrument also generated a false low neutrophil differential result of 52.9%. Manual blood smear differential did not demonstrate any eosinophils. The erroneous test results were reported out of the laboratory. The customer then reran the pt sample and recovered eosinophil% of 0.1% and higher neutrophil% of 86.5%. These results were reported as a corrected report. There was no death, injury or change to pt treatment attributed to this event.

Manufacturer narrative:
The instrument was within qc specifications with respect to controls and reproducibility. Field svc engineer (fse) verified instrument operations on (B)(4) 2008. No deficiencies were identified. The identified cause is the categorization of the white blood cells by the software algorithm. The algorithm categorized part of the neutrophil population as eosinophils, because a portion of the neutrophils were in the eosinophil region. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.